Manufacturer narrative:
Product technical complaint (ptc) investigation results were provided on 08-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a horrific miscarriage that resulted in two operations. She underwent a total hysterectomy. Only the implied pregnancy with essure and the hysterectomy are listed events in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the miscarriage is considered as unrelated to essure therapy. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in 2012. Consumer reported that she had essure for 3 years and suffered a horrific miscarriage and had to got two operations as a result. She is now (B)(6) and had a completed hysterectomy. No additional information was provided. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a horrific miscarriage that resulted in two operations. She underwent a total hysterectomy. Only the implied pregnancy with essure and the hysterectomy are listed events in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the miscarriage is considered as unrelated to essure therapy. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.